Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose level of 180 mg/dl. It was reported that the customer was pregnant. The customer was assisted in troubleshooting. The customer was advised to change entire set, reservoir, and insulin. The insulin pump will not be returned for analysis.